Manufacturer narrative:
The insulin pump was received with frozen display. Problem isolated to the interface board. Unable to verify for the audio beep anomaly due to frozen display. Unit had scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was dropped on the floor and it has a blank display along with a high pitch squeezing noise. Instructed the customer to remove the battery and the issue continues. Advised the caller to remove the battery again for longer time. The screen came back, but the buttons were unresponsive, and the time was not advancing. No further information was provided.